Manufacturer narrative:
The customer cleaned the sample probe and incubation bath, but there was no improvement. The field service engineer changed the sample probe and adjusted the wash in a wash station. The performance of the tests were improved. The investigation determined the service actions resolved the issue. The issue is consistent with inadequate customer maintenance of the analyzer or incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 33.5 mg/dl and repeated as 92.2 mg/dl. The glucose reagent lot number was 56521001, with an expiration date of 31-oct-2022.